Event description:
The following information is from (B)(4), regarding a device manufactured by (B)(4). Event summary: on first use of this attachment, it heated up and burned inside cheek of patient. Burn was described as approximately the size of dime. Patient was treated with vitamin e ointment and sent home with more ointment if needed. Patient instructed to call if needed. No follow up scheduled. Procedure was a filing on lower left. Attachment had been lubricated and steam sterilized before first use. No permanent injury/scarring anticipated. (B)(4) has requested additional information from b-USA regarding this event via written letter sent 10/31/2014. B-USA did not return handpiece to nsk for the manufacturer's evaluation.